Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was observed that the white suture was broken, the broken piece was not shown in the photo, also it was observed that the white suture was impregned of foreign matter, presumably biological matter. The green suture as well as the green-white suture and the button were shown, they did not appear to have structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 135l433, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint was confirmed. The white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement adjusting suture loops from dve testing averaged well over the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension is measured only on the green/white suture (111455) during the manufacturing process. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it is the document to use to guarantee the inspection of the suture, due to this damage suture can¿t have happened during manufacturing process. The breakage can be attributed to procedure variables such as excessive counter tension or other instrument that pulls the white suture which creates a stress point on the suture and consequently cause its breakage. As per IFU: the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023, it was observed that the rigidloop adjustable cortical implant, standard device broke when passing through the plate. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.